Event description:
It was reported that a novum iq syringe pump under infused. The pump was programmed to infuse gentamycin at 1.45ml over thirty minutes. The pump alarmed ¿infusion complete¿ after thirty minutes despite only 0.15ml being infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.